Event description:
User facility medwatch received that states that while the patient was admitted, examination of the modular cable revealed a piece of outer casing missing. Alarm history was interrogated and it was noted that there were disconnect alarms. The log files were sent to abbott engineers. The modular cable was replaced. Small tear was noted to driveline. Rescue tape was applied to the tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was not confirmed. The heartmate 3 vad modular cable was not returned for analysis, and no photos of the damage were submitted for review. The log file in relation to the modular cable was unremarkable, no irregular driveline alarms were active. Supplemental information indicates rescue tape was applied to the tear. It was noted that this incident required intervention to prevent permanent impairment/damage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the damage to the cable was unable to be conclusively determined through this investigation. No serial or lot number was provided by the customer to perform a device history record review. Heartmate 3 instructions for use (IFU) (rev. C) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook (rev. D) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.